Event description:
The facility reported a pump with a depleted battery. It is unknown when this occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No additional contact information is available.